Manufacturer narrative:
There was pt involvement, however, no pt data provided by the facility. There is no expiration date for this product. The device was not returned to the MFR, but was repaired on site. Eval summary: it was reported that the stop bolt from a monitor arm broke off and landed on pt. Upon further investigation, it was found that the bolt did fall prior to the procedure and landed on the pt, however, it did not contaminate the sterile field as the sterile field had not been established. Further it did not cause a delay in the surgical procedure. There is a risk associated with a component falling, however, in this instance, there was no report of adverse outcomes to the pt. This is not a single use device.

Event description:
(B)(4). It was reported that the stop bolt broke off from a monitor arm and landed on pt.